Event description:
It was reported that the user¿s insulin pump cartridge was leaking, evidenced by a strong insulin odor and the need for near-daily cartridge changes, with use of an inset 6 mm infusion set and an initial setup technique of attaching the connector and tubing before inserting the cartridge into the pump, which was addressed through troubleshooting and education. The device problem was a leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at the seal level consistent with a leak or splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.